Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated coil") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), alopecia ("hair loss") and rash ("rashes"). The patient was treated with surgery (hysterectomy and removal of both coils). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, dyspareunia, alopecia and rash outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.